Event description:
When zoll pads were placed on the patient he complained of extreme burning and itching. He tried to pull them off. They took one off which was red outside the outline of the pad but not the second and it caused a blister that later became a tear. The skin was dry, they did not shave and she wasn't sure if they prepped the skin before placement.